Event description:
Pt was undergoing laparoscopic cholecystectomy. Upon surgeon using stryker suction/irrigator it was discovered that the product had been put together incorrectly. Depressing the suction button activated the irrigator, and depressing the irrigator button activated the suction.